Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed developed and prompted delivery of blood products. Hemolysis and renal failure were also suspected, thus, haptoglobin and dialysis were administered.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01550 was provided in sections b5, d6a, d6b and h6. Corrected information for the initial MFR 1220648-2022-01550 was provided in sections b3 and g2. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2022-01550 in error.

Event description:
Additional information was received indicating, the patient had an episode of ventricular fibrillation. During the insertion procedure, the patient developed asystole from ventricular fibrillation. Venoarterial extracorporeal membrane oxygenation (va-ECMO) was added. After establishing impella and va-ECMO (ecpella), the percutaneous coronary intervention was completed. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).